Event description:
Surgeon performing a ureteroscopy, lasering a ureteral stone with the holmium laser fiber 273, and it was noticed that the tip of the fiber broke off inside the patient. Retrieval of the tip was attempted but success of retrieval was not visualized as the tip is clear and once it broke off it is hard to see the tip. Copious amounts of irrigation were used to flush the tip out. The tip was not visualized being flushed out. It is not known if the tip came out or is retained. Manufacturer response for holmium laser fiber proflex 273, bard proflex 273 laser lithotripsy fiber (per site reporter). A rep came onsite and they are changing their packaging so the tip is protected within the package within a plastic protector.